Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding appropriately. The reporter stated that the buttons did not respond at all but then later they would appear to be hyper-responsive. The reporter stated that the patient wore the pump in a pump skin attached at the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was able to duplicate the keypad responsiveness issue. The "ok", "down" and "up" keys are unresponsive or intermittently responsive. The pump was returned with torn keypad. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "ok", "down", and "up" contact buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The pump cover was removed to inspect internal components: moisture and corrosion were visible in pump compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.